Manufacturer narrative:
This report is being submitted for additional information received. Please see update to e2 and e3.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation/physical damage of the nozzle could be confirmed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation "image was not displayed correctly". There were few additional findings. The switch flexible printed circuit (fpc) was discolored and scope connector circuit board was corroded due to water leakage. Flexibility adjustment ring had a scratch. Cable unit had discoloration due to water leakage. Due to clogging of nozzle, water removal ability does not meet the standard value. The distal end cover and bending section cover had a scratch. The coating of the connecting tube and universal cord was peeled off. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the image from the colonovideoscope was not displayed correctly. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.